Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient called and stated that he had a right hip replacement on (B)(6) 2010. Patient stated that on (B)(6) 2017 his hip implant failed. Patient went to stand up and immediately felt excruciating pain and fell.

Event description:
Patient called and stated that he had a right hip replacement on (B)(6), 2010. Patient stated that on (B)(6) 2017 his hip implant failed. Patient went to stand up and immediately felt excruciating pain and fell.

Manufacturer narrative:
Additional information: product long description; product code, common device name; d4 catalog #, lot #, expiration date; PMA/510(k)#; manufacturing date. The following devices were also listed in this report: v40 cocr lfit head 40mm/+4; cat#6260-9-240; lot#y7hmhe, accolade plus tmzf hip stem #4; cat#6021-0435; lot#32210602, trident psl ha cluster 58mm; cat542-11-58g; lot# mhpxrx, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding pain involving an trident liner was reported. The event was not confirmed. Method & results: -product evaluation and results: not performed as no products were returned. -clinician review: no patient medical records were available for review. -product history review: a review of the product history review indicate devices were manufactured and accepted into final stock with no reported relevant discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: it was reported that patient's right hip implants failed and he tried to stand up and immediately felt excruciating pain and fell. The event was not confirmed. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no insufficient information was received by stryker orthopaedics. If additional information become available to indicate further evaluation is warranted, this record will be reopened.